Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which an intraprocedural pvl (paravalvular leak) was identified at the medial commissure and lateral commissure and required intervention with placement of vascular plugs. Short leaflet lengths with possible anterior commissures were noted. Following intervention, pvl was reduced to mild at both the lateral commissure and medial commissure for a total of moderate pvl. Per information available in salesforce, mr (mitral regurgitation) improved from moderate/severe to moderate. Per discussion with field staff, the patient was identified as having dock drop risk and a very short medial p3 leaflet, which made leaflet capture difficult during the procedure. The patient was reported to be stable following the index procedure; however, the patient left the catheterization laboratory with moderate pvl, which reportedly resulted in hemolysis. Anticoagulation therapy was not initiated due to a decrease in hemoglobin. On a follow-up tee (transesophageal echocardiogram) performed 5 days post-operatively, one leaflet reportedly appeared to be completely frozen. According to the field staff, anticoagulation therapy was not initiated due to a decrease in hemoglobin. The field staff further reported that the lack of anticoagulation led to what appeared to be halt (hypoattenuated leaflet thickening) and associated leaflet immobility. The patient subsequently showed signs of hemolysis and was brought back to the catheterization laboratory approximately one week after the initial implant procedure, where additional plugs were implanted, reducing the pvl to trivial. During the procedure, heparin was administered and reportedly improved leaflet motion. The procedure was reported to be prolonged, and the most recent communication indicated that the patient was not doing well. According to the field staff, no injury to the native anatomy is suspected. The site provided additional information that the patient passed away. Per internal imaging review of procedural tee/fluoroscopy, the dock appeared to drop after suture release and was later measured at 14 mm on the lateral side after pigtail placement. The previously reported pvl was attributed to procedural-related dock drop after dock delivery, loss of posterior leaflet tip capture at p1/p2, and suboptimal pvl guard position. The dock drop was attributed to patient-related anatomy due to increased papillary muscle heights >24 mm. No device-related issue or malfunction was confirmed. It was noted the patient was never discharged from the index procedure. Additional information indicates the reported thrombosis appeared to have improved following administration of IV heparin. At this time, the reported thrombosis does not appear to have contributed to the patient death.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4 additional device information: UDI number (B)(4).